Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that he could not seem to complete an infusion set change. The insulin pump alarmed no delivery. Customer's blood glucose level was 465 mg/dl. The customer treated his blood glucose level with the insulin pump and now manual injections. The customer did not receive a no delivery alarm. The reservoir was damaged. The customer went to the emergency room on (B)(6) 2017 with a blood glucose level of 405 mg/dl. The customer had anomia. The customer was feeling well and was not on the insulin pump. The customer was off the insulin pump greater than 48 hours prior to hospitalization. The customer reverted to backup plan. The device was not returned.